Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The malfunction code was identifiable and resettable, and technical support provided instructions for resetting the pump. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump and call back if the issue reappeared.